Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a care giver (cg) restarted therapy after an alarm using the same supply bags. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for several alarms which occurred on the homechoice device during automated peritoneal dialysis (apd) therapy, a technical service representative (tsr) discovered that a care giver (cg) had restarted therapy in an attempt to clear the alarm, and had used the same supply bags. The tsr explained proper procedures to the cg and instructed the cg to inform a registered nurse (rn) about the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.